Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 19-sep-2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Following pre-dilatation, a 4.00 x 12 synergy stent was advanced but failed to cross the lesion due to the calcification and angulation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Synergy ous mr 4.00 x 12mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found distal stent damage. Distal stent strut rows 1- 3 were deformed and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis.